Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. We were unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. We were unable to confirm no reservoir alarm due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a blank display. Unable to determine what alarm or alert comes up. Customer had high blood glucose and he does not have a backup plan. The most recent blood glucose reading was 251mg/dl. The customer stated the health care provider suggested pump to be replaced as the customer not feeling safe with using the pump anymore. Customer indicated the pump was indicating no reservoir but the pump had the reservoir with insulin in it. We were unable to perform further testing due to pump not responding. The customer was advised the pump will be replaced.